Event description:
The customer reported the system displayed error code messages. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.